Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: it was reported that on (B)(6) 2019, this ra lead was repaired due to insulation breach. Lead was repaired with silicone and sleeve. Should additional information become available, this file will be updated.